Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient in (B)(6) reported to our affiliate while using the 1-day moist multifocal brand contact lenses ¿foreign matter¿ was found on the lens and the suspect lens was discarded. Pt reported a visit to the eye care provider (ecp). No additional information was provided. On 10jan2018 after multiple attempts to reach the pt for additional information, the pt returned a call and additional information was obtained: pt reported a ¿white substance in the solution and on the contact lens upon opening the blister¿. The pt attempted to wear the suspect lens and reported pain. Pt reported the eye was red the following morning and went to the ecp. Pt reported ¿inflammation¿ in the eye and the ecp advised no contact lens wear ¿for a while¿. Pt was prescribed seeclean and ofus eye drops to be used five to six times daily. Pt reported he/she tried to use the lenses again and reported the eyes became red on insertion. Pt reported a ¿white foreign matter in the other blisters as well¿. Pt reported the suspect product was discarded and is not available for return. Pt previously wore the acuvue moist brand contact lenses. Pt refused to provide the medical report. On 11jan2018 a call was placed to the pt and additional information was provided: pt reported a follow-up visit to the ecp today and was advised by the that ¿cornea had damage due to the lenses¿. Pt reported the ecp did not prescribe any additional eye drops. No additional medical information was provided. On 12jan2018 a call was placed to the pt and additional information was provided: pt reported the first visit to the ecp was about three weeks ago and is still undergoing treatment. No additional information was provided. No additional medical information has been received. Additional medical information has been requested. The date of the event is unknown. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot j000v0c was produced under normal conditions. This submission is for the pts od event. The event for the pts os will be filed in a separate report. This event is being reported as a worst-case event as the diagnosis and treatment were not verified with the pts treating ecp. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.